Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from february 14, 2020 - february 29, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. It was further reported that the infusion was about seventy hours when the expected duration is forty eight hours. The device had been filled with fluorouracil in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.